Event description:
A peritoneal dialysis (pdrn) patient registered nurse contacted (B)(6) customer service to report end of tego connector syringe is screwed on had peeling after 4 days of initial application, patient concerned regarding sterility of tego connectors and refused to continue using them. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).